Event description:
Pt had a painful 8x6x6 cm left sacroiliac leiomysarcoma metastasis. A CT-guided radiofrequency ablation (rfa) procedure was performed to treat the pain. Urinary and fecal incontinence was noted on the day of the rfa procedure. Urinary incontinence resolved within 2 weeks and fecal incontinence resolved a few days later. Pt still has bladder stasis and does not sense the urge to defecate. Pt discharged with training on auto-catheterization and abdominal massage to defecate.